Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while reaming the glenoid for implantation, the gold reamer broke.

Manufacturer narrative:
This report will be amended, when our investigation is complete.